Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs, rods, and screws. Post-op, the patient continues to have back pain, and she can feel the rods and screws in her back. The patient returned to the surgeon and underwent an MRI. The surgeon told the patient that the screws went through her back, and that she needed a revision to remove the hardware. The patient reports that her back was crushed due to the fusion.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.